Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented during a follow-up. Sudden drop in battery was noted. No vt/vf episodes were detected. Session records were sent for further analysis. Premature battery depletion was confirmed. The patient was provided with merlin.net transmission and wifi adaptor. The patient was monitored via merlin.net transmission until the device was explanted and replaced. No further information is available.

Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. Longevity calculations were performed based on the usage history stored in the image. The battery depletion was determined to be premature.